Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause was not reported. The patient was hospitalized on the same day as the onset of abdominal pain and experienced cloudy effluent nine days later. The patient was treated with cefazolin (1gram, for two weeks, route and frequency were not reported) for the event. At the time of this report, the patient was recovering and action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.